Event description:
Pt had surgical procedure in 2002. Two days later, pt returned to surgery to remove the drain, and it allegedly broke upon removal from pt. Pt was then taken to the o.r. For surgical removal.